Event description:
Customer reported going to the emergency room and later being hospitalized due to diabetes-related issues while using an insulin pump on (B)(6) 2025. The highest blood glucose level was not provided and the cause was unknown. Cts confirmed the pump was functioning correctly after a system check. The customer received IV fluids and insulin treatment, which resolved the issue. There was no reported injury or permanent damage, and the customer was released from the hospital on (B)(6) 2025.